Manufacturer narrative:
A roche field service engineer was on site at the time of the occurrence of the leak. The engineer reported the leak was due to an overflow of wash buffer from the instrument wash tower. The wash buffer is used to clean the reagent transfer tip of the cobas ampliprep instrument. This operation is automatically performed by the instrument at the wash tower. The wash tower is plumbed to drain to the wash reservoir. Any overflow resulting from this operation is contained within the wash tower and is plumbed to the bottom to the instrument. Neither the overflow nor the used wash buffer collected in the wash reservoir get mixed with potentially hazardous biological material at any point in the process. All potentially hazardous biological materials are confined to the disposable sample processing unit (spu). Labeling accompanying the cobas ampliprep/cobas taqman hiv-1 test contain warnings to the users to wear protective disposable gloves when handling specimens and reagents. Although the risk of infection resulting from the reported exposure to the leaked wash buffer cannot, in theory, be totally eliminated, the residual risk associated with the exposure is extremely low. 2006.

Event description:
The customer reported a technician had been exposed to a fluid that was leaking from the bottom of the cobas ampliprep instrument. The cobas ampliprep was processing hiv-1 positive specimens at the time of the leak. The exposure was via a bandaged cut on the technician's hand. The cut was a result of a previous non-work related occurrence. The technician was not wearing protective gloves and the fluid soaked the bandage. The technician washed her hand with soap and water and flushed with water. For precautionary reasons the institution placed the technician on antiretroviral medication.